Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he had experienced syncope a couple of weeks earlier. The patient contacted boston scientific patient services to inquire about data stored within the remote home monitoring system. Patient services referred the patient back to their physician for review of the data. The field representative was unable to obtain any further information. No additional adverse patient effects were reported and the system remains in service.